Event description:
Revision surgery performed on pt with a margron-dtc hip replacement due to aseptic loosening of femoral stem. Other pt symptoms unk. Pt revised using alternate MFR's hip replacement sys. Note: portland orthopaedics does not admit, and specifically denies, that this medwatch form, or any discussion related to this matter, constitutes an admission that portland orthopaedics or the margron device caused or contributed to any of the problems/events mentioned, or that a recurrence would be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
Revision surgery performed on pt with a margron-dtc hip replacement due to aseptic loosening of femoral stem. Other pt symptoms unk. Pt revised using alternate MFR's hip replacement sys. Portland orthopaedics attempted to f/u with the surgeon who performed the revision surgery, but was unable to garner further info on the event. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the another country orthopaedic assn in its 2007 nat'l joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR # 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc sys off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.